Manufacturer narrative:
(B)(4). Results: final analysis of neurostimulator model 3058 (lot# njy117223h) showed no significant anomalies; ipg (implantable pulse generator) was functionally ok. There was good stable output on every electrode pair that matched the programmed settings. There were no issues when pressing on the ins (implantable neuro stimulator) can. The ins battery status on the 8840 programmer was ok. Por (B)(4). Device had undergone power on reset (por). Final analysis of lead model 3889 (lot# v098587) showed conductor(s)wire(s) broken; broken conductor(s) in body of tined lead (at or near tines). Conductor wires 0,2, and 3 were broken near the most proximal tine, circuits 0,2, and 3 found opened, (broken wires in lead). Marker band "b" was loose on the lead.

Event description:
The device was returned to the MFR with no other info. Add'l info was requested.